Event description:
It was reported that during a total gastrectomy procedure, the tissue pad fell into the operative field at the second actuation. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.